Event description:
Information was received that a patient using the cadd administration sets - flow stop to receive parenteral nutrition did not receive the total volume programmed on more than one occasion. A different set of tubing was used to resolve the issue. There were no consequences to the patient as a result of this issue.